Event description:
A malfunction was reported on the customer¿s pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which successfully resolved the issue. The customer was advised to continue using the pump and to contact support if the malfunction reoccurred.